Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the insert chip during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This issue was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.